Event description:
The customer reported that the 9600 system locked up with a communications error during a case. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call.